Event description:
It was reported that the customer had high blood glucose levels since last night and cannot get it down. Customer assumed that it was because his set is on some scar tissue and right now it is receiving a no delivery alarm. Customer has had two sets that was not giving him any insulin at all. Customer's blood glucose level was 527 mg/dl. Customer gave a bolus but does not know if it worked. Customer was advised to clear the alarm with the esc and act buttons. Customer was advised to disconnect and reconnect the tubing and reservoir. Customer verified the connection was secure and verified that the insulin exited the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer was able to get insulin to exit tubing after troubleshooting. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.